Manufacturer narrative:
The investigation confirmed that higher than expected results for non-vitros biorad quality control (qc) fluids lots 40901 and 23631 were obtained when processed using vitros tsh reagent lot 5530, vitros bhcg reagent lot 1920 and vitros ck-mb reagent lot 2205 on a vitros eciq immunodiagnostic system s/n (B)(4). The most likely assignable cause for the higher than expected vitros results is determined to be analyzer related as the events were observed across multiple qc fluids and reagents. An ortho field engineer (fe) carried out service which included cleaning and replacement of the z movement stepper motor, the signal reagent probes and the reagent metering probe. Post service the biorad qc results were acceptable indicating that the vitros eciq immunodiagnostic system was returned to its expected performance.

Event description:
A customer observed higher than expected results for non-vitros biorad quality control (qc) fluids when processed using vitros tsh, vitros bhcg and vitros ck-mb reagents on a vitros eciq immunodiagnostic system. Biorad l1 control (lot 40901) tsh results of 5.18, 5.08, 5.1 miu/l vs. The expected result of 0.692 miu/l. Biorad l1 control (lot 40901) bhcg result of 88.45, 85.63, 86.77, 85.22 miu/ml vs. The expected result of 6.01 miu/ml. Biorad l1 control (lot 23631) ck-mb result of 11.6, 11.5, 11.4, 11.5 ng/ml vs. The expected result of 2.95 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected. No patient samples were affected and there was no allegation of patient harm. (B)(4).